Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) on 2017-06-27 reporting that the patient fell on (B)(6) 2017 and the patient could not clearly recall if the pain started after the fall. It was reported that the patient had not been weighed at the time of the event. It was reported that there was a possible coccyx fracture. There was nothing abnormal about the scs leads in the imaging. The patient would start treatment with their chiropractor for their symptoms. It was offered that the patient could see the hcp for follow-up to discuss scs revision if the symptoms do not improve. It was noted that the manufacturer representative was present on (B)(6) 2017 to interrogate the device and make adjustments for the patient. No further complications were reported.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimul ator for failed back surgery syndrome. It was reported that the patient may have had a fall and landed on their back. Per the caller, the patient could not clearly remember if they fell. The patient was now experiencing pain. High impedances were measured at 1.5v with reference 0 on 1, 3, 4, 5, 6, 7, and 13 had >20 ,000 ohms and reference 0 with 2 had 15000 ohms. Reference 8 with 4 and 13 had >20,000, reference 8 with 0, 3, and 5 had 15000-16000 ohms, reference 8 with 9, 10, 11, 14, and 15 had 1000 ohms, reference 8 with 1 had 8075 ohms, and reference 8 with 2 had 2099 ohms. Reference 2 with 1 had 7451 ohms, with 6 had 6980, and with 7 had 4990 ohms. The group impedances on a1, a2, and a3 used electrodes on the 0-7 lead: a1, a2, and a3 had >4000 ohms and a4 had 790 ohms at 0, 8, and 9. The caller stated that the hcp was planning to take x-rays and would work on programming around the out of range values. The pain was sudden on (B)(6) 2017. No further complications were reported.